Event description:
It was reported that the tip of the inserter fractured while the surgeon tried to insert the anchor into the patient's burr hole. Subsequently, the surgeon was able to remove the fractured piece, so no harm was experienced by the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Full establishment name - (B)(6). Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3; h6 visual inspection of the returned product confirms the needle tip has fractured and not all the pieces were returned. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.